Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("get in my e belly, mine gets like that too, it sucks") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('get in my e belly, mine gets like that too,it sucks') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and alopecia ("its thinner and scalp on the top of my head"). Essure treatment was not changed. At the time of the report, the device dislocation and alopecia outcome was unknown. The reporter considered alopecia and device dislocation to be related to essure. The reporter commented: as per pif date of insertion (B)(6) 2010 (discrepancy). Concerning the injuries reported in this case, the following ones were reported via social media- alopecia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. On 28-jan-2020: date of insertion was reported. On 28-apr-2021: pif received : reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('get in my e belly, mine gets like that too,it sucks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and alopecia ("its thinner and scalp on the top of my head"). At the time of the report, the device dislocation and alopecia outcome was unknown. The reporter considered alopecia and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media document received- additional reporter was added, device implant date added, event alopecia was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('get in my e belly, mine gets like that too,it sucks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and alopecia ("its thinner and scalp on the top of my head"). At the time of the report, the device dislocation and alopecia outcome was unknown. The reporter considered alopecia and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.